Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.